Event description:
It was reported that: during a case for lung surgery, the user noted that the oxygen readings from the device started to drop when 100% oxygen was being delivered. The doctor reported that the dialed in volume was also not being delivered to the pt. Due to the type of surgery, the pt was using only one lung and started to turn blue. The pt was transferred to another device. No pt injury. The doctor stated that it was observed that a side arm that mounts an hp module setup was pushed by a wall mounted defibrillator arm into the vapor mount. This caused the sevoflurane vapor to become improperly mounted and created a leak in the system.